Manufacturer narrative:
(B) (4). The pump has been evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was determined due to the pumphead module keypad not being the original equipment manufacturer part installed. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
It was reported that, "the arthroplasty was revised due to recurrent dislocation and chronic instability. The acetabular components were revised, but only the liner was sent to our institution. The components were implanted in situ for 5.94y."

Event description:
A baxter service technician discovered on a colleague infusion pump that the stop key on pumphead module keypad does not work. The event occurred during a product evaluation. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software (B) (4), categorized as remediated. There is no further information available.

Event description:
The facility reported a colleague pump with failure code 810:11. During service at baxter, it was discovered that the air in line was out of calibration. The event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated.no additional information is available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump has been received at baxter. During a prescreen, a baxter service technician discovered that the stop key does not work on the pumphead module keypad. The pump has been sent to the product analysis lab for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)the initial medwatch report, 6000001-2010-00041, referenced CAPA (corrective action preventative action) investigation number mdq-CAPA-(B) (4). CAPA investigation number mdq-CAPA-(B) (4) is not related to this complaint. There is not a CAPA investigation associated with this complaint.